Event description:
It was reported that during a coronary artery bypass procedure, the clips were scissoring. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the patient suddenly expired, six weeks post implant. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
(B)(4) = misaligned jaws. The analysis results of the device found that it was received with the jaws misaligned. Upon functional testing of the device, the clips were properly loaded and retained; however, due to the returned condition of the jaws the clips were malformed. It could not be determined what may have caused the damage found. The batch record was reviewed and no anomalies were noted during the manufacturing process.